Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's remote control (rc) would not communicate with the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per patient's request. The patient was reportedly doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's remote control (rc) would not communicate with the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.